Event description:
Rvtip to rvco1 ea impe a nee warning on (B)(6) 2021. This is a c ronica y ow ead impedance measurement, lead trend stable. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).